Manufacturer narrative:
Unable to review image files for the sample. Customer did not know the batch number. Batch files were retrieved from date of testing and sample (B)(4) was not found. An immucor field service engineer performed the unexpected reaction checklist on the echo instrument. The probe was not properly aligned during probe alignment maintenance and was hitting the side. The probe assembly was replaced. The probe autocal was performed and acceptable results were obtained. The washer manifold was not dispensing properly out of one port. The washer manifold was replaced. The instrument is operating according to specifications. The customer performed repeat testing with the sample and the same negative results were obtained. Unable to rule out sample-related issue. No sample was available to submit for further investigation. The customer was made aware of the limitations in the package insert, which states "some igg antibodies have been shown to react poorly in solid phase red blood cell adherence assays. These include examples of antibodies to bga, bgb, kna, csa, yka, jmh, mcca, ch and rg. Weak examples of clinically relevant antibodies may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique. Passively administered anti-d may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies".

Event description:
Customer reported unexpected negative reactions with the 3-cell screening assay on galileo echo instrument (B)(4).